Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was explanted with less than a year of use at an unknown date due to an infection. The patient underwent a surgical intervention to remove the device and both implanted leads. No additional adverse patient effects were reported.

Manufacturer narrative:
Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this pacemaker was explanted with less than a year of use at an unknown date due to an infection. The patient underwent a surgical intervention to remove the device and both implanted leads. No additional adverse patient effects were reported.